Event description:
The site reported that a bilaterally implanted light adjustable lens (lal) patient had their lenses explanted due to having large refractive errors. The manifest refraction (mr) for the right eye postoperatively was +3.00 -1.25 x035, and the mr for the left eye postoperatively was +3.25 -1.50 x090. The explanted lals were replaced with new lals. Rxsight's first awareness of the event was on 03/07/2023. The lal that was explanted from the right eye (od) has serial number sn (B)(4) (+14.0d). Refer to MFR report #: 3012712027-2023-00028 for information on the patient's left eye.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The initial lal ((B)(4)) had a lens power of 14.0d. After the implant and prior to the first light treatment, the mr for the right eye was +3.00 -1.25 x035, which was an outcome with unexpectedly large refractive error. The decision was made to explant the original lens and implant a different lal. The above information suggests that there were no issues with the original lal that was explanted, instead, the initial lens power choice was not a good fit for this patient. Manufacturer reference #: (B)(4).